Event description:
The device was used through a 6fr guidant lema guide; however, the physician could not get the stent catheter to cross the lesion. So the physician tried to pull the stent back and the struts flared out from the balloon, which made the retrieval of the stent difficult. The physician released the stent, which was not deployed to the target area, in order to remove the delivery catheter and to exchange for a larger sheath for retrieval he used a 9fr. Sheath, went back into the vessel with a gooseneck snare, and retrieved the stent successfully. The physician then went back up with a 6fr. Guide back into the vessel and used a herculink 7x18 and finished the procedure with no further complications. Pt is doing fine.